Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On 8/17/2016: tandem technical support reviewed data logs and verified altitude alarms; however no issue was identified.

Event description:
It was reported that the customer received intermittent, multiple altitude alarms. Reportedly, the customer stated the pump was able to resume after receiving the alarm. The customer's blood glucose level was not impacted.